Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found a complete lead was returned in one piece. Visual inspection found an external abrasion breaching the outer insulation distal to the suture sleeve tie marks caused by friction to another implanted device or feature of the patient anatomy. All other damage is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.